Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found two similar reports with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported that the angio seal bypass tube was detached. The following information was provided by the user facility: during preparation, the bypass tube was detached after the angio seal device was unpacked by fully opening the foil pouch on a clear and flat surface all the way from the arrow side to the end; the device was not used and replaced by a new one, but the same issue happened on the 2nd angio seal device; a third angio seal device was used to continue the procedure; hemostasis was completed successfully using the 3rd device; the puncture site was distal to the inguinal ligament of the right common femoral artery; the size of the sheath ancillary used was a 6 fr; the physician had completed the training process on the device prior to this case; this occurred during pre-treatment so there was no health damage to the patient; and there was no reported blood loss.

Manufacturer narrative:
The report is being submitted as follow-up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.